Event description:
Pt reported she changed her infusion site, and the insulin cartridge "receded". She stated she had a half full insulin cartridge and there is a space between the insulin and the top of the insulin cartridge. Pt reported the insulin cartridge had been in the infusion device for 10 days. Pt reported she first noticed the air bubble. Pt states she was way too high at lunch time on that day, due to the air bubble. She reported she "did not want to tell me how high she was". Pt reports she took enough insulin to bring her blood glucose down. She stated in the next day, she woke up at 307 mg/dl and took 2.5 units of insulin. Advised she always use room temperature insulin and connects the infusion adapter to the infusion tubing prior to inserting it into the infusion device. Pt completed 3 prime cycles and successfully primed out the air bubble. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.